Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was that the patient reported their device was working intermittently. Patient mentioned that 2â¿¿3 weeks ago, they began receiving targeted therapy for prostate cancer. The device worked for 2 days, but while receiving treatment, they did not use the stimulation; patient added from the 3rd and 4th day onward, the device began giving them an error of therapy turning off while still connected via mystim app. Patient stated, "if I stay with the phone and press the stim up or down, it will stay constant the whole time I'm doing that, but it won't do it on its own. It won't stay connected on its own." Patient added that their therapy goes on then shuts off later until the phone blacks out then the phone never connects again. Agent believed that the handset at this point turned to sleep mode. Agent had the patient tried troubleshooting both the communicator and the handset: bluetooth was reset, all apps were closed, and the handset was restarted. The communicator was also reset. Agent had the patient attempted to access mystim and turned on the therapy. While agent was gathering other information, the patient reported that the therapy had just turned off, and after about 10â¿¿15 seconds, the therapy came back on. Patient confirmed that the lights on the communicator were still on. Agent redirected the patient to their managing hcp and representative.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt) via a patient letter. When asked to clarify their therapy turning off intermittently/won't stay connected the patient writes "it was programmed into my settings to be that way". Pt reports a contributing circumstance was they had as "need for use at high level then realized what it was doing". Pt reports a manufacturer representative (rep) diagnosed the issue and the issue is now resolved.